Event description:
It was reported by a nurse that a dialyzer blood leak was noticed at the start of hemodialysis (hd) treatment. In a follow up, the rn clarified that the blood leak occurred upon starting the hd treatment. The blood leak was described as being an internal blood leak. The machine, a 4008s, did not have time to alarm. Blood leak test strips were not used due to visually seeing the leak at the arterial head cap of the dialyzer. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample device was not returned from the reported lot number for evaluation. A photo and a six second video was provided. The photo shows the upper part of the dialyzer connected to the machine, where there is blood visible on the outside of the fibers within the bell housing of the dialyzer. The video shows the same end of the dialyzer with blood leaking out of a fiber piece. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a nurse that a dialyzer blood leak was noticed at the start of hemodialysis (hd) treatment. In a follow up, the rn clarified that the blood leak occurred upon starting the hd treatment. The blood leak was described as being an internal blood leak. The machine, a 4008s, did not have time to alarm. Blood leak test strips were not used due to visually seeing the leak at the arterial head cap of the dialyzer. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation.